Event description:
According to nurse's report, the resident was found inside the room on the floor when the nursing staff went inside the room. The left wheel of the chair was separated from the chair. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tracer lt, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Received medwatch form # (B)(4) in the mail.